Event description:
A customer reported a cartridge alarm 29 while the pump was in use. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was advised to continue using their current pump as backup therapy while a replacement pump was sent by tandem technical support, with instructions for shipping the problematic pump back within 10 days.